Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the mainboard to resolve the issue. The device then passed testing.

Event description:
It was reported that a pulse oximeter's display was missing segments. The reported event did not occur during patient use. There is no report of serious injury or death associated with this event.